Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. Review of the most recent repair record determined the device was leaking air at the neck piece, the hose was leaking air, the vespels were loose and the calibration was out at the 0 reading. The hose, neck piece, bearings and other parts were replaced and resolved the reported issue. Review of DHR did not find any anomalies or deviations related to the event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing, the instrument did not adjust to the proper gauge. It was measured by the surgeon prior to use on a patient. There is no harm or delay reported. Due diligence is complete and there is no additional information. Upon investigation, the device was leaking air.